Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a lack of pain relief. The patient reported suddenly feeling pain after a move on (B)(6) 2015. They still needed their unit, and they needed to have it reprogrammed. The patient's medical history included an unrelated bone spur surgery. Additional information has been requested regarding actions/interventions taken to resolve the sudden lack of pain relief and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received form the consumer reported that the circumstances that led to the lack of pain relief included not reaching the correct area. The patient had seen a healthcare provider and was told that the rods were not in the correct position and they were waiting to see if they could be fixed or if they had to be removed.